Event description:
A report was received that the patient's ipg was not sitting comfortably. The patient underwent a revision procedure wherein the ipg was relocated. No known device issues. The patient was doing well postoperatively.